Event description:
It was originally reported that the pt experienced neuropathy on the bottom of her foot, part of thigh and calf when the stimulation was on. The healthcare provider confirmed that the pt experienced overstimulation sensation and pain in both of her lower extremities. The lead was replaced on her other side but the original pocket was used. A permanent neurostimulator was implanted. The pt's leg pain was improving. No surgical complications were reported.